Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-06328, 06329, 06330. The patient was implanted with two ipgs for cervical and thoracic stimulation therapy. It was reported the patient did not charger her ipgs in over a year. Consequently, the ipgs depleted and were inoperable when she tried to resume therapy. Both of the ipgs were replaced with new ones. However, stimulation therapy could only be recaptured on the thoracic system. The cervical system had one lead which was frayed and one lead with high impedances on all contacts. X-rays have been ordered and the patient will discuss explanting and replacing the cervical leads with her physician.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.